Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate reports to us that during some kind of an arthroscopic procedure, a portion of the insulation at the distal end of as90 electrode came off into the pt's joint space. It is not known if the fragment was retrieved from the body or not. However, the procedure was concluded successfully without further issue or harm to the pt.